Event description:
It was reported by the clinician that during insertion they have experienced difficulty with the catheter bending and shredding. There have been no pt complications reported. Additional information received on (B)(6) 2010, from the clinician stated the catheter remained intact, but the spring wire guide (swg) unraveled during the procedure. The swg was removed intact and nothing was retained in the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.